Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding revision. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. A restoration modular stem construct was revised to a larger construct, a ceramic head with a smaller offset, and an adm poly insert exchanged for an identical implant.